Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade. It was not confirmed whether there was a problem with the replaced device. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Correction to the initial MDR: the correct aware date of the initial report should have been december 12, 2025. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade. It was not confirmed whether there was a problem with the replaced device. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.